Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 23, 2021. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3:4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The sample was not returned for a thorough investigation and a definitive could not be determined. A retention sample was visually inspected with no anomalies noted on the device. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the vent valve leaked on the last three packs with this lot number. No known impact or consequence to patient. Blood loss of 1-2mls. Product was changed out. Procedure was completed successfully.